Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member. It was reported that the patient had a lot of pain in their sternum and across the bellybutton. The surgeon went in and ¿wrapped the leads with fatty tissue¿. The consumer stated this solved the pain and the shocking. They stated two weeks later the ins battery died and was replaced. No further patient complications were reported as a result of this event.

Event description:
Additional information received from patient. It was reported patient was experiencing shocking. Healthcare professional (hcp) replaced the battery and the shocking went away.

Manufacturer narrative:
Continuation of d10: product ID 4351-35 lot# serial# (B)(6) implanted: (B)(6) 2016 product type lead product ID 4351-35 lot# serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 08-feb-2018, UDI #: (B)(4). Product ID: 4351-35, serial/lot #: (B)(4), ubd: 08-feb-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the hcp was doing a revision on the patient on (B)(6) due to shocking. The rep noted the hcp was going to reposition and cover the leads. The rep noted it was unknown if there were any environmental, external, or patient factors that led or contributed to the issue. The rep noted the issue was not resolved at the time of the event. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the shocking was not det ermined, but it improved with battery replacement. No further complications were reported/anticipated.